Event description:
After surgery, burns on the foot, posterior calf, and posterior medial thigh were noted. Surgery was lengthy. Burns are second degree, requiring at this point, topical treatment. Blistered areas are 1 x 2 cm. (Foot), 4 x 8 cm. (Calf) and 3 x 5 cm. (Thigh). Due to the size of child, he was placed on top of the blanket with the nozzle between his legs. Co believes the leg was too close to the nozzle, which protrudes 10 cm. Into the blanket, and the hot nozzle/hot air burned the skin. MFR recommendations for 'draping' are drawn on the instruction sheet.